Event description:
After using clear care contact lens cleaning and disinfecting solution, I experienced severe burning and redness of my eye when I inserted my contact lens. After this incident, I researched this product further and found but that it is a 3% hydrogen peroxide solution and is to be used in a special case to allow for neutralization on the clear care bottle, it does state "use only lens case provided." However, it does not explain why, or emphasize the importance of using the case to prevent a chemical burn to the eye. On visiting the FDA website, I see that there have been 170 complaints on this product since 2002, all of which report severe burning and redness to the eye, lasting hours to days, resulting in significant outcomes in some cases visual disturbances, corneal ulcers. In my opinion, there is inadequate labeling on this product to warn of the severe effects chemical burns to the eye! If used improperly.